Manufacturer narrative:
H3: analysis of the ins, model "[97715]", s/n "[(B)(6)]" , revealed there was a terminal anomaly with the battery; there was intermittent electrical connection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Rep said when he initially connected the implant it showed 80% battery, he disconnected but then later connected and it showed battery depleted and therapy is not available, but then showed 80% again. Reviewed with rep that it could be a false battery reading, since device has battery now, there is no concern about implanting the device. No serial number available as rep was busy. Rep indicated that after he disconnected again and tried to reconnect intra-opt, he couldn't. Rep tried different a tablet but couldn't establish connection, the surgeon at that point insisted on a different neurostimulator. Rep to send device back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.